Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
It was reported that the vent is not working while on a patient and is losing pressure when dropping below 10cm h20. There was no patient harm reported.

Manufacturer narrative:
A field service engineer went on site to evaluate and repair the device, however the customer's reported issue was unable to be confirmed. The device was tested using a calibrated test circuit and performed patient circuit calibration and performance check per service manual, both passing within specification. Upon checking the power module, pneumatic outputs, and alarm board, no discrepancies noted. A clinical training review was recommended. The unit was verified to be operating within specification and returned to service.